Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 380 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels and the fact that the pod was leaking, patient was unsure if cannula had properly seated in the infusion site (abdomen). Patient also reported upon removal, the cannula was bent and the site was swollen. As treatment, a new pod was applied. The patient's blood glucose history is as follows: (B)(6).